Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 293 mg/dl at the time of the incident. The customer also stated that, the insulin pump started beeping after moisture exposure. Customer reports they received the open book image on the pump screen. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.